Manufacturer narrative:
Device evaluated by manufacturer?: evaluation of the returned probe found that with markers attached and fully seated, the returned probe displays an elevated geometry error and a good divot error with normal tracking. The support arm for marker #3 is slightly bent causing the high geometry error. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection. It was reported that the passive planar probe was bent. There was no delay to the procedure and no impact on patient outcome.